Manufacturer narrative:
A specific root cause could not be identified. The investigation determined the root cause appeared to be improper sample handling. The customer stated the samples were stored on a shelf directly below the freezer and the samples became partially frozen prior to testing. The ice in the samples may have caused the low results. Based on review of the provided calibration and quality control data, a general reagent or analyzer issue was not suspected. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had received erroneous low ise indirect na, k, cl for gen.2 and ca2 calcium gen.2 results for a patient sample on the cobas 6000 c (501) module. The customer provided data with additional erroneous albp albumin bcp, bilt3 bilirubin total gen.3, crej2 creatinine jaffé gen.2, gluc3 glucose hk, and tp2 total protein gen.2 results for the same patient sample on the c501. Of the data provided, the values for k, albp, bilt3, crej2, and tp2 were erroneous results which were not detectable to the customer. Repeat testing was performed on a different c501 module and deemed to be correct. The erroneous results were not reported outside the laboratory and there was no adverse event. The na, k, and cl electrode lot number and expiration date were requested but not provided. The ca2, albp, bilt3, crej2, gluc3, tp2 reagent lot number and expiration date were requested but not provided. The field service engineer (fse) did not find a specific root cause. The fse performed a precision check. The customer calibrated and ran quality control. All were within specifications. The customer stated that they believe the root cause was improper handling of the patient samples prior the initial results. The customer found that the samples were partially frozen on the top shelf of the customer¿s refrigerator.